Event description:
Reporter indicated a vns (B)(6) handheld computer was freezing during interrogation. The suspect computer and flashcard were returned for analysis. Analysis of the flashcard and computer did confirm the screen freezing event. The most probable cause for this failure is an anomaly in the interface between the microsoft provided software and the dell software, resulting in the operating system's inability to locate specific memory directories within the file system.